Event description:
It was reported that during pre-surgery, it was discovered the craniotome device had a bent foot plate. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This MDR has been reviewed and submitted on october 08, 2014. Due to a gateway failure, the MDR was resubmitted on november 03, 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was most likely from the cutter device drilling into the foot of the device forcing the foot of the device outwards. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.